Event description:
The customer returned gastrointestinal videoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, protector of universal cord on control section side had foreign objects, c-cover had a burn, and the tip of the body was scorched. The investigator indicated the most likely cause of foreign objects and burned/scorched components was not established. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.